Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and intermittent sensing. The lead was explanted and replaced. Insulation damage was noted on the proximal part of the lead during the replacement procedure. A device issue was also suspected as being the cause of the sensing and capture issues. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found. (B)(4). The full lead was returned and analyzed. The outer tubing exhibited an environmental stress cracking (esc) breach/breach (non-electrical), and the outer tubing overlay exhibited cosmetic esc and a depression, and was melted. The distal conductor was distorted, and the helix/lobe was distorted/bent. The inner tubing was kinked/buckled, and blood was found in/on the helix/lobe mechanism.